Manufacturer narrative:
(B)(4). The reported screw was not implanted or explanted during the procedure. Per facility, the complainant part was discarded and is no longer available for manufacturer review/investigation. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) ¿ manufacturing date: january 6, 2015. Expiration date: december 1, 2024. Please note, this DHR review was for the sterilization procedure only. No deviations were found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a surgical procedure on (B)(6) 2016. The surgeon pre-drilled a screw hole, but was unable to successfully insert the titanium matrixneuro screw into the bone. The device was discarded. Additional information regarding the completion of the procedure is unknown. This report is 1 of 1 for com-(B)(4).